Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm with audio tone alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. [Per freger, mark ¿ r&d engineer open-book was generated after 3 sequential pe63 caused by lcd test failure - suspecting the hw.] The pump was received with cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/peeling serial number label, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Perform the history review 2 days from the event date 13-jan-2026 in the pump history file and found 1 failedbatttest (58) on 01/13/2026 15:16:52.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however the power data was not available. Unable to verify the power data for the failed batt test alarm. Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Unable to perform the required testing due to critical pump error (open book image) alarm with audio tone alert. Alarm-aa99-critical pump error (open book image) alarm with audio tone alert confirmed due to 3 sequential pump error 63. Alarm-audio/vibrate anomaly/absence of alarm confirmed. Alarm-a357-pump error 63 alarms due to corroded electronic assembly. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error (open book image) alarm and constant beeping. Also, the customer reported the crack on the battery case tube side. The customer reported a blood glucose value of 236 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-1884. Troubleshooting was performed for the critical pump error, and it was explained the pump performs safety checks and an error was found. Troubleshooting was performed for the cosmetic damage, and the crack was impacted the pump's functionality. Troubleshooting was not performed for high blood glucose. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.